Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The battery board, lower housing, and capacitor bracket were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. It is important to mention the batteries used at the time of the reported event were not returned for evaluation and it was not reported what brand type of batteries were being used.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's battery vented out inside the device. Complainant indicated that there was no patient involvement in the reported malfunction.